Manufacturer narrative:
The investigation determined that a higher than expected vitros amon result was obtained from a control fluid tested on a vitros 5,1 fs chemistry system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the vitros amon contamination of the microslide incubator was not identified. Results of precision testing demonstrated that the vitros 5,1 fs chemistry system was not operating as expected at the time of the event. Acceptable performance was obtained after ocd field service actions were performed.

Event description:
The customer obtained a higher than expected result from a quality control sample using vitros clinical chemistry products ammonia (amon) slides on a vitros 5,1 fs chemistry system. L2 result 114.99 umol/l vs. Expected result 83.3 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred on patient samples. Patient samples were processed with the vitros amon assay over the time frame of the event; though no reported patient results had been in question. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).